Event description:
Was reported that during a proximal circumflex/1st obtuse marginal bifurcation coronary artery stenting procedure, after lesion pre-dilatation was performed, a 2.50x08mm xience xpedition failed to cross the heavily calcified lesion. Multiple additional dilatations were done using nc balloons. Using kissing balloon technique, a 3.5x08mm xience xpedition was taken through a 6f guide catheter to the lesion in the proximal 1st obtuse marginal coronary artery and deployed without issue. While that stent delivery system was in the 1st obtuse marginal coronary artery, a 3.5x12mm xience xpedition was attempted to be advanced to the proximal circumflex artery. Resistance was met during advancement and the stent delivery system kinked outside of the body, then separated. The device was easily removed. The 3.5x08mm xience xpedition delivery system was removed without issue and another 3.5x12mm xience xpedition was successfully delivered to the lesion in the proximal circumflex without issue. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Difficulty advancing/positioning the device could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.